Manufacturer narrative:
(B)(4). Eighteen days after the initial onset date of the peritonitis event, the patient experienced a relapse of the peritonitis event manifested by fever and cloudy peritoneal dialysis (pd) effluent. The patient reported that the cause of the relapse was due to the initial peritonitis event (from earlier in the month) ¿not being fully treated¿, stating ¿the doctor said it never went away¿. On the same date as experiencing the relapse, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the event with unspecified antibiotics (doses, frequencies, and routes not reported). Sixteen days after being admitted for this event, the patient was discharged from the hospital and was recovered from the peritonitis event. It was unknown if dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique. The breach was further described as touch contamination. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Action taken with dianeal therapy was not reported. Three days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient had recovered. No additional information is available.